Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a non specific product performance issue. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise. It was noted that the patient received inappropriate shocks due to noise on the ra and right ventricular leads. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6; impact code from no health consequences to hospitalization. If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise. It was noted that the patient received inappropriate shocks due to noise on the ra and right ventricular leads. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.